Event description:
During pt support, the right side flow and beat rate dropped. A back-up bvs 5000 console was used with no impact to the pt. The console was examined and no problems were found. The condition appears to be related to the pt.